Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was used in a robot-assisted miles surgery and cholecystectomy procedure on an unknown date, and ¿the trocar tip was broken during the surgery.¿. The procedure was completed. Further assessment found the device fragmented into the surgical site. "Some of fragments retrieved and matched them with a trocar, but it was not enough. Which means that some fragments is remaining into the patient's body." A davinci forceps was used to remove the fragments, but it is "suspected that the fragment remain". This report is being raised due to the reported injury of retained foreign body.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
Examination of returned used device ias12-100lpi found that the tip had broken off and a broken fragment was also returned. A root cause cannot be determined; however, based upon risk assessment and IFU, a possible cause of this event could be that the device was the use of excessive force. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 75 reports, regarding 78 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to take care that the outer wall of the airseal access port is only in contact with tissue and is neither trapped between nor collides with hard surfaces, such as other instruments or bone. Prolonged or sudden contact with hard surfaces can result in damage to or breakage of the access port. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. Do not use excessive downward force. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip device was used in a robot-assisted miles surgery and cholecystectomy procedure on an unknown date, and ¿the trocar tip was broken during the surgery.¿. The procedure was completed. Further assessment found the device fragmented into the surgical site. "Some of fragments retrieved and matched them with a trocar, but it was not enough. Which means that some fragments is remaining into the patient's body.". A davinci forceps was used to remove the fragments, but it is "suspected that the fragment remain". This report is being raised due to the reported injury of retained foreign body.